Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforated the fallopian tube"), uterine perforation ("left essure coil had perforated her uterus") and menorrhagia ("prolonged menses, abnormal bleeding (vaginal, menorrhagia)") in an adult female patient who had essure (ess205) (batch no. 624103, 824103) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cesarean section in 2006 and herpes simplex. Previously administered products included for an unreported indication: depo provera from (B)(6) 2007 to (B)(6) 2007 and cyclessa from 2002 to (B)(6) 2007. Concurrent conditions included obesity, dysfunctional uterine bleeding, rheumatics, ovarian cyst, parakeratosis, adhesiolysis, tubal ligation since 2006, burning micturition, allergic reaction to analgesics, fibrocystic breast, dysuria, irregular menstrual cycle, incision site blister, burning sensation and asthma. Concomitant products included anovlar (loestrin), bupropion (wellbutrin), montelukast (singulair) and salbutamol (albuterol). On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient started valtrex at an unspecified dose and frequency. In (B)(6) 2007, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). In (B)(6) 2007, the patient experienced depression ("psychological or psychiatric problems (condition: depression & anxiety, emotional anguish)") and anxiety ("psychological or psychiatric problems (condition: depression & anxiety, emotional anguish)"). In (B)(6) 2007, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2008, the patient experienced dysmenorrhoea ("severe menstruation pain, dysmenorrhea (cramping)"), back pain ("pain, severe back pain"), migraine ("migraines / headaches"), dyspareunia ("pain during intercourse, dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), headache ("migraines / headaches") and nausea ("nausea"). In (B)(6) 2008, the patient experienced vaginal infection ("vaginal infections, infection (bladder/urinary tract/vaginal) (type: multiple infections of vagina, vaginitis)") with vaginal odour, vaginal discharge, vulvovaginal discomfort and vulvovaginal pruritus, cystitis ("infection (bladder/urinary tract/vaginal) (type: multiple infections of the bladder)"), urinary tract infection ("infection (bladder/urinary tract/vaginal) (type: multiple infections of the urinary tract)") and vulvovaginitis ("infection (bladder/urinary tract/vaginal) (type:vulvovaginitis)/ vaginal infection"). In (B)(6) 2008, the patient experienced weight increased ("weight gain"). In (B)(6) 2008, the patient experienced alopecia ("hair loss"). In 2008, the patient experienced fatigue ("fatigue"). In (B)(6) 2008, the patient experienced candida infection ("infection (bladder/urinary tract/vaginal) (type: candidiasis)"). In (B)(6) 2009, the patient experienced dermal cyst ("other injury(ies) or complications(s) describe: two marble sized tender lumps noted since 1-2weeks-inflammed sebaceous cyst"). In 2012, the patient experienced endometriosis ("other injury(ies) or complications(s) describe: endometriosis I"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower, menstrual disorder ("abnormal menses"), procedural pain ("painful post-operative recovery"), rash ("rashes or skin conditions"), ovarian cyst ("ovarian cysts") and pruritus ("itching"). The patient was treated with cefalexin (keflex), metronidazole (flagyl), fluconazole (diflucan), ciprofloxacin (cipro), nystatin, bactrim (septra), solpadeine (tylenol 1), ibuprofen, triamcinolone, anovlar (loestrin), vagisil, surgery (laparoscopic hysterectomy, right oophorectomy, and bilateral salpingectomy), surgery (underwent a laparoscopic hysterectomy, right oophorectomy, and bilateral salpingectomy) and surgery (ablation). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine perforation, menorrhagia, endometriosis, menstrual disorder, dysmenorrhoea, back pain, migraine, alopecia, vaginal infection, dyspareunia, procedural pain, vaginal haemorrhage, cystitis, urinary tract infection, anxiety, rash, headache, nausea, fatigue, weight increased, candida infection, vulvovaginitis, dermal cyst and ovarian cyst had resolved, the depression was resolving, the allergy to metals had not resolved and the pruritus outcome was unknown. The reporter considered allergy to metals, alopecia, anxiety, back pain, candida infection, cystitis, depression, dermal cyst, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, headache, menorrhagia, menstrual disorder, migraine, nausea, ovarian cyst, procedural pain, pruritus, rash, urinary tract infection, uterine perforation, vaginal haemorrhage, vaginal infection, vulvovaginitis and weight increased to be related to essure (ess205). The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. Following the surgery, plaintiff suffered a painful post-operative recovery. She now has permanent scarring on her abdomen. Discrepancy was noted as per pfs: date of insertion of essure device in previous follow up: (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: confirming full occlusion of plaintiff's fallopian ultrasound breast - on an unknown date: no evidence of malignancy in the right breast on (B)(6) 2016 had ultrasound scan performed left essure coil had perforated her fallopian tube and uterus. Current weight 230 lbs approximate weight at the time of essure placement 215 lbs. *on(B)(6) 2016, surgical pathology report showed uterus, cervix, fallopian tubes, right ovary. Uterus, cervix: patchy parakeratosis. Fallopian tubes right and left: paratubal cyst bilateral, essure coil bilateral. Right ovary: follicular cyst. Gross: left tube removed from the uterus to reveal 0.8 cm long portion in essure coil. The tube measures 7.3 cm long and 0.7 cm diameter. Two paratubal cysts measuring 0.7 cm each. The right adnexa removed to reveal 0.9 cm long portion in essure coil within the right tube. Fallopian tube measures 7 cm long, 0.7 cm diameter. 0.7 cm intact paratubal cyst. The remaining tissue with essure coils is returned to container and saved. Concerning the injuries in the case, the following ones were described in patient's medical records: uterine haemorrhage( confirming vaginal haemorrhage), menorrhagia; dysmenorrhea dyspareunia, pelvic pain, rashes, nickel allergy, anxiety; depression, vulvovaginal pruritus, abdominal pain, vaginal discharge, menorrhagia, vulvovaginal discomfort, vaginal odour, vulvovaginitis, urinary tract infection, vaginal infection, abdominal pain lower, pelvic pain. Most recent follow-up information incorporated above includes: on 17-jul-2018: plaintiff fact sheet received. Event added: ovarian cysts, itching. Event outcome was updated. Concomitant drugs were updated. Concomitant and historical conditions were updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforated the fallopian tube"), uterine perforation ("left essure coil had perforated her uterus") and menorrhagia ("prolonged menses, abnormal bleeding (vaginal, menorrhagia)") in an adult female patient who had essure (ess205) (batch no. 624103) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cesarean section in 2006 and herpes simplex. Previously administered products included for an unreported indication: depo provera from september 2007 to december 2007 and cyclessa from 2002 to september 2007. Concurrent conditions included obesity, dysfunctional uterine bleeding, rheumatics, ovarian cyst, parakeratosis, adhesiolysis, tubal ligation since 2006, burning micturition, allergic reaction to analgesics, fibrocystic breast, dysuria, irregular menstrual cycle, incision site blister, burning sensation and asthma. Concomitant products included anovlar (loestrin), bupropion (wellbutrin), montelukast (singulair) and salbutamol (albuterol). On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient started valtrex at an unspecified dose and frequency. In august 2007, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). In september 2007, the patient experienced depression ("psychological or psychiatric problems (condition: depression & anxiety, emotional anguish)") and anxiety ("psychological or psychiatric problems (condition: depression & anxiety, emotional anguish)"). In october 2007, the patient experienced allergy to metals ("nickel allergy"). In february 2008, the patient experienced dysmenorrhoea ("severe menstruation pain, dysmenorrhea (cramping)"), back pain ("pain, severe back pain"), migraine ("migraines / headaches"), dyspareunia ("pain during intercourse, dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), headache ("migraines / headaches") and nausea ("nausea"). In march 2008, the patient experienced vaginal infection ("vaginal infections, infection (bladder/urinary tract/vaginal) (type: multiple infections of vagina, vaginitis)") with vaginal odour, vaginal discharge, vulvovaginal discomfort and vulvovaginal pruritus, cystitis ("infection (bladder/urinary tract/vaginal) (type: multiple infections of the bladder)"), urinary tract infection ("infection (bladder/urinary tract/vaginal) (type: multiple infections of the urinary tract)") and vulvovaginitis ("infection (bladder/urinary tract/vaginal) (type:vulvovaginitis)/ vaginal infection"). In april 2008, the patient experienced weight increased ("weight gain"). In june 2008, the patient experienced alopecia ("hair loss"). In 2008, the patient experienced fatigue ("fatigue"). In november 2008, the patient experienced candida infection ("infection (bladder/urinary tract/vaginal) (type: candidiasis)"). In january 2009, the patient experienced dermal cyst ("other injury(ies) or complications(s) describe: two marble sized tender lumps noted since 1-2weeks-inflamed sebaceous cyst"). In 2012, the patient experienced endometriosis ("other injury(ies) or complications(s) describe: endometriosis I"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower, menstrual disorder ("abnormal menses"), procedural pain ("painful post-operative recovery"), rash ("rashes or skin conditions"), ovarian cyst ("ovarian cysts") and pruritus ("itching"). The patient was treated with cefalexin (keflex), metronidazole (flagyl), fluconazole (diflucan), ciprofloxacin (cipro), nystatin, bactrim (septra), solpadeine (tylenol 1), ibuprofen, triamcinolone, anovlar (loestrin), vagisil, surgery (laparoscopic hysterectomy, right oophorectomy, and bilateral salpingectomy), surgery (underwent a laparoscopic hysterectomy, right oophorectomy, and bilateral salpingectomy) and surgery (ablation). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine perforation, menorrhagia, endometriosis, menstrual disorder, dysmenorrhoea, back pain, migraine, alopecia, vaginal infection, dyspareunia, procedural pain, vaginal haemorrhage, cystitis, urinary tract infection, anxiety, rash, headache, nausea, fatigue, weight increased, candida infection, vulvovaginitis, dermal cyst and ovarian cyst had resolved, the depression was resolving, the allergy to metals had not resolved and the pruritus outcome was unknown. The reporter considered allergy to metals, alopecia, anxiety, back pain, candida infection, cystitis, depression, dermal cyst, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, headache, menorrhagia, menstrual disorder, migraine, nausea, ovarian cyst, procedural pain, pruritus, rash, urinary tract infection, uterine perforation, vaginal haemorrhage, vaginal infection, vulvovaginitis and weight increased to be related to essure (ess205). The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. Following the surgery, plaintiff suffered a painful post-operative recovery. She now has permanent scarring on her abdomen. Discrepancy was noted as per pfs: date of insertion of essure device in previous follow up: (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: confirming full occlusion of plaintiff's fallopian ultrasound breast - on an unknown date: no evidence of malignancy in the right breast on ??-nov-2016 had ultrasound scan performed left essure coil had perforated her fallopian tube and uterus. Current weight 230 lbs approximate weight at the time of essure placement 215 lbs. *on (B)(6) 2016, surgical pathology report showed uterus, cervix, fallopian tubes, right ovary. Uterus, cervix: patchy parakeratosis. Fallopian tubes right and left: paratubal cyst bilateral, essure coil bilateral. Right ovary: follicular cyst. Gross: left tube removed from the uterus to reveal 0.8 cm long portion in essure coil. The tube measures 7.3 cm long and 0.7 cm diameter. Two paratubal cysts measuring 0.7 cm each. The right adnexa removed to reveal 0.9 cm long portion in essure coil within the right tube. Fallopian tube measures 7 cm long, 0.7 cm diameter. 0.7 cm intact paratubal cyst. The remaining tissue with essure coils is returned to container and saved. Concerning the injuries in the case, the following ones were described in patient's medical records: uterine haemorrhage( confirming vaginal haemorrhage), menorrhagia; dysmenorrhea dyspareunia, pelvic pain, rashes, nickel allergy, anxiety; depression, vulvovaginal pruritus, abdominal pain, vaginal discharge, menorrhagia, vulvovaginal discomfort, vaginal odour, vulvovaginitis, urinary tract infection, vaginal infection, abdominal pain lower, pelvic pain. Lot number 824103 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforated the fallopian tube") and uterine perforation ("left essure coil had perforated her uterus") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain, uterine perforation (seriousness criteria medically significant and intervention required), menorrhagia ("prolonged menses"), menstrual disorder ("abnormal menses"), dysmenorrhoea ("severe menstruation pain"), back pain ("severe back pain"), migraine ("migraines"), alopecia ("hair loss"), vaginal infection ("vaginal infections") with vaginal discharge, dyspareunia ("pain during intercourse") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (underwent a laparoscopic hysterectomy, right oophorectomy, and bilateral salpingectomy) and surgery (underwent a laparoscopic hysterectomy, right oophorectomy, and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine perforation, menorrhagia, menstrual disorder, dysmenorrhoea, back pain, migraine, alopecia, vaginal infection, dyspareunia and procedural pain was resolving. The reporter considered alopecia, back pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia, menstrual disorder, migraine, procedural pain, uterine perforation and vaginal infection to be related to essure (ess205). The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. Following the surgery, plaintiff suffered a painful post-operative recovery. She now has permanent scarring on her abdomen. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: confirming full occlusion of plaintiff's fallopian. On (B)(6) 2016 had ultrasound scan performed left essure coil had perforated her fallopian tube and uterus. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforated the fallopian tube"), uterine perforation ("left essure coil had perforated her uterus") and menorrhagia ("prolonged menses, abnormal bleeding (vaginal, menorrhagia)") in an adult female patient who had essure (ess205) (batch no. 624103, 824103) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cesarean section in 2006. Concurrent conditions included obesity, dysfunctional uterine bleeding, rheumatics, ovarian cyst, parakeratosis, adhesiolysis, tubal ligation since 2006, burning micturition, allergic reaction to analgesics, fibrocystic breast, dysuria and irregular menstrual cycle. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstruation pain, dysmenorrhea (cramping)"), back pain ("pain, severe back pain"), migraine ("migraines / headaches"), dyspareunia ("pain during intercourse, dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), headache ("migraines / headaches") and nausea ("nausea"). In (B)(6) 2008, the patient experienced vaginal infection ("vaginal infections, infection (bladder/urinary tract/vaginal) (type: multiple infections of vagina, vaginitis)") with vaginal odour, vaginal discharge, vulvovaginal discomfort and vulvovaginal pruritus, cystitis ("infection (bladder/urinary tract/vaginal) (type: multiple infections of the bladder)") and urinary tract infection ("infection (bladder/urinary tract/vaginal) (type: multiple infections of the urinary tract)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower, endometriosis ("other injury(ies) or complications(s) describe: endometriosis I"), menstrual disorder ("abnormal menses"), alopecia ("hair loss"), procedural pain ("painful post-operative recovery"), depression ("psychological or psychiatric problems (condition: depression & anxiety, emotional anguish)"), anxiety ("psychological or psychiatric problems (condition: depression & anxiety, emotional anguish)"), rash ("rashes or skin conditions"), allergy to metals ("nickel allergy"), fatigue ("fatigue"), weight increased ("weight gain"), candida infection ("infection (bladder/urinary tract/vaginal) (type: candidiasis)"), vulvovaginitis ("infection (bladder/urinary tract/vaginal) (type:vulvovaginitis)") and dermal cyst ("other injury(ies) or complications(s) describe: two marble sized tender lumps noted since 1-2 weeks-inflamed sebaceous cyst"). The patient was treated with cefalexin (keflex), metronidazole (flagyl), fluconazole (diflucan), ciprofloxacin (cipro), nystatin, bactrim (septra), solpadeine (tylenol 1), ibuprofen, triamcinolone, anovlar (loestrin), vagisil, surgery (laparoscopic hysterectomy, right oophorectomy, and bilateral salpingectomy), surgery (underwent a laparoscopic hysterectomy, right oophorectomy, and bilateral salpingectomy) and surgery (ablation). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, menorrhagia, endometriosis, dysmenorrhoea, back pain, migraine, alopecia, vaginal infection, dyspareunia, procedural pain, vaginal haemorrhage, cystitis, urinary tract infection, anxiety, rash, headache, nausea, fatigue, weight increased, candida infection, vulvovaginitis and dermal cyst had resolved, the uterine perforation and menstrual disorder was resolving and the depression and allergy to metals had not resolved. The reporter considered allergy to metals, alopecia, anxiety, back pain, candida infection, cystitis, depression, dermal cyst, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, headache, menorrhagia, menstrual disorder, migraine, nausea, procedural pain, rash, urinary tract infection, uterine perforation, vaginal haemorrhage, vaginal infection, vulvovaginitis and weight increased to be related to essure (ess205). The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. Following the surgery, plaintiff suffered a painful post-operative recovery. She now has permanent scarring on her abdomen. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.5 kg/sqm. Hysterosalpingogram: on (B)(6) 2007: confirming full occlusion of plaintiff's fallopian ultrasound breast: on an unknown date: no evidence of malignancy in the right breast on (B)(6) 2016 had ultrasound scan performed left essure coil had perforated her fallopian tube and uterus. Current weight 230 lbs. Approximate weight at the time of essure placement 215 lbs3 concerning the injuries in the case, the following ones were described in patient's medical records: uterine haemorrhage( confirming vaginal haemorrhage), menorrhagia; dysmenorrhea dyspareunia, pelvic pain, rashes, nickel allergy, anxiety; depression, vulvovaginal pruritus, abdominal pain, vaginal discharge, menorrhagia, vulvovaginal discomfort, vaginal odour, vulvovaginitis, urinary tract infection, vaginal infection, abdominal pain lower, pelvic pain. Most recent follow-up information incorporated above includes: on 2-mar-2018: pfs received: new reporters, patient demographic information, product indication updated, lot no, treatment medications, concomitant disease, new events vaginal haemorrhage, cystitis, urinary tract infection, depression, anxiety, rash, nausea, allergy to metals, fatigue, weight increased, candida infection, vulvovaginitis, dermal cyst, endometriosis and uterine haemorrhage added. Symptoms vulvovaginal discomfort, vulvovaginal pruritus, vaginal odour, pelvic pain and abdominal pain lower, outcome for the events menorrhagia, vaginal haemorrhage, vaginal infection, cystitis, urinary tract infection, anxiety, rash, migraine, nausea, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, weight increased, alopecia, back pain, candida infection, vulvovaginitis, abdominal pain lower, endometriosis, dermal cyst and procedural pain added as recovered / resolved and for events depression and allergy to metals added as not recovered / not resolved. F/u 1 and 2 processed together. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.